Event description:
The device was returned to the service center with a report from the customer contact that during programming at the user facility, using both a/c and d/c power, the device alarmed without a display. No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with an 11/004 (less than 2.0 volts measured on lithium battery) service alarm code.

Manufacturer narrative:
During testing, the device alarmed for 11/004 (less than 2.0 volts on lithium battery_ service code alarm. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.